Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the crt-d, ra lead, and lv lead were explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also noted the right atrial (ra) lead and left ventricular (lv) lead had high threshold. Reprogramming of the ra and lv lead was attempted but unsuccessful. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional concomitant medical products: 693565 lead, implanted: (B)(6) 2017; 459888 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was also noted the right ventricular (rv) lead and left ventricular (lv) lead had high threshold. Reprogramming of the rv and lv lead was attempted but unsuccessful. The device and leads remain in use. No patient complications have been reported as a result of this event.